Event description:
It was reported that during a procedure of the iliac near the common femoral access, the foxcross balloon catheter was advanced for treatment of a pseudoaneursym, however, during initial inflation to nominal pressure the balloon would not hold pressure. A small pinhole was suspected. The balloon catheter was removed and replaced with a second device without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.